Event description:
The driving platform of the impactor snapped off during impaction of the acetabular shell. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated that the cause of this event was attributed to a less than optimum design. Corrective action has long since been implemented to provide a more reliable device.